Event description:
During a follow-up in clinic, episodes of unspecified oversensing were observed on the device. Reprogramming was performed, but there was minimal improvement, so the device was reprogrammed back to its original settings. The patient was stable.

Event description:
Additional information received indicated the oversensing that was previously reported was due to post paced t-wave oversensing and post sensed t-wave oversensing.